Event description:
Pedicle screws were implanted in the l5 - s1 disc spaces in approx (B)(6) 2011. At the 3-month f/u office visit, the s1 screws were noted to be broken. The pt was reportedly asymptomatic at that time. In (B)(6) 2012 the pt reported having pain and the surgeon decided to revise the construct.

Manufacturer narrative:
(B)(4). The surgeon reported that the pt was large and the screws may have been too small to support the pt sufficiently. The initial surgery included the use of 5.5 mm diameter screws. The revision surgery included implantation of 7.5 mm screws in the s1 vertebral body. The explanted product has not been received to date and root cause(s) has not been determined. Labeling review: "potential risks identified with the use of this device sys, which may require add'l surgery, include: device component fracture... Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants... These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."